Manufacturer narrative:
Integra has completed their internal investigation on march 23, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; first occurrence of this risk for this device - no adverse trend. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt078 provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".

Event description:
It was reported that the device broke during a procedure and the piece fell into the patient's abdominal cavity. The event lead to 2 hours surgical delay to remove the broken device. Additional information has been requested.